Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump locked up and become unresponsive. The customer¿s blood glucose level was unknown. The insulin pump alarmed motor error, button error and a and e error. The insulin pump shoot or squirt insulin out of the infusion set when prime it, instead of just dripping out. The customer stated that the insulin pump had scratches or damage on display which make it hard to read, insulin pump had to rewind more than once per reservoir change. The insulin pump will not be returned for analysis.